Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 16 months ago. Vessel morphology at the time of implant is unknown. The current vessel morphology was reported as disease progression resulting in aortic neck dilatation and aortic neck angulation of 60 degrees. It was reported that the CT demonstrated that graft had migrated 15 mm distally. The pt had a 25mm diameter aortic neck at the time of implant which has dilated to 28 mm in diameter. The physician elected to implant a talent bifurcated stent graft to successfully resolve the migration. No additional clinical sequelae were reported, and the patient is fine.

Event description:
It was reported that the patient presented with abdominal pain and a CT was performed and revealed a fabric type iii endoleak that was located above the flow divider. The patient was successfully treated with 2 endurant stent grafts, a 20x20x124 aortic cuff and a 16x20x80 limb and this successfully resolved the type iii endoleak. The patient is fine.

Manufacturer narrative:
Other, secondary intervention - results of evaluation: graft migration. Disease progression resulting in aortic neck dilatation and aortic neck angulation of 60 degrees. Conclusion - disease progression resulting in aortic neck dilatation and aortic neck angulation of 60 degrees.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), lack of information (unknown cause of endoleak). Conclusion: lack of information (unknown cause of endoleak).